Event description:
"Who you are: consumer." I bought several products from (B)(6) called fasciablaster. When using these products as she had described on her website at the time, it caused damage to my skin. (B)(4). Product description: it is called fasciablaster. It is a message tool made of plastic. It contains levels of bpa that can be unhealthy when it is used on the skin. Product type: personal care. Product type: comfort and relaxation. Retailer: (B)(6). Purchase date: (B)(6) 2016. I certify that I have reviewed the report and that the info provided in this report is true and accurate to the best of my knowledge, info and belief: yes.